Event description:
Received info regarding a cartridge alarm 1 during bolus delivery. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a f/u supplemental report will be submitted.